Event description:
The reporter indicated that after the test shock, the programmer confirmed the new pacing rate of 70 but on the surface ECG, the change from 50 to 70 bpm could not be seen. The reprogramming of the pacing rate was done from the brady therapy screen and not from the post shock therapy screen. There was no indication of this noted in the physician's manual. After the 4 minutes post-shock phase, the new rate setting was active. The pt was not in a dangerous situation at any time.

Manufacturer narrative:
Although the device was not returned, an investigation was performed. The defibrillator was found to be operating according to the device specs.